Manufacturer narrative:
Batch review performed on 23 april 2018: lot 103213: (B)(4) items manufactured and released on 12 november 2010. Expiration date: 2015-10-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold with a similar reported event clinical evaluation performed on 25 april 2018 by medical affairs (B)(4): seven years after primary cementless tha the stem lost proximal fixation and became distally locked, with consequent pain and loosening. The reasons that led to this undesired evolution are not known and cannot be determined with the information at hand.

Event description:
On (B)(6) 2018 medacta has been informed by sales agent that a patient came in complaining of pain. The stem had potted. The cause of the potting is unknown. The revision performed on (B)(6) 2018.